Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2021, the patient from oncology department underwent PICC placement due to his poor peripheral vascular conditions. The operator found no graduations with the catheter in the process of procedure and did not perform an additional puncture considering his poor vascular conditions, instead placed the catheter according to experience. X-ray showed that the catheter tip was located at the proper position. No other information was provided.

Event description:
It was reported that on (B)(6) 2021, the patient from oncology department underwent PICC placement due to his poor peripheral vascular conditions. The operator found no graduations with the catheter in the process of procedure and did not perform an additional puncture considering his poor vascular conditions, instead placed the catheter according to experience. X-ray showed that the catheter tip was located at the proper position. No other information was provided.

Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the depth markings were missing from the catheter was confirmed but the cause is unknown. Two photos were returned for evaluation of this complaint. One of the photos contained a piece of paper with product stickers attached. The product stickers were printed with ref: (B)(4) and lot: recx3255. The other photo was an inserted s/l groshong PICC. The proximal and distal connectors were assembled onto the catheter shaft. Examination of the catheter in the photo revealed that the depth markings were not present on the visible section of catheter, between the insertion site and the two-piece connector. It could not be determined from the photo if the depth markings were missing from the entire length of the catheter or just in this section. It also could not be determined if the depth markings had been printed onto the catheter or if they had worn off. Possible contributing factors could include improper printing at the manufacturer, chemical degradation of the printed markings, or abrasive wear of the depth markings. The manufacturing site has been notified about this complaint. H3 other text: evaluation findings are in section h11.